Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited high lead impedance. An x-ray comparison from the initial implant and a more recent one, revealed no difference in device or lead placement. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored closely.

Manufacturer narrative:
¿Correction: manufacturing report 2017865-2016-04228, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.